Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms. The health care professional (hcp) called technical services (ts) for review noting the ra lead seemed to have stopped working recently. The ra lead was ultimately programmed off. This ra lead remains in service at this time. No adverse patient effects were reported.